Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to rotate. Then functional testing was performed by connecting the advancer to the rotablator control console system. When the foot pedal was pushed, the advancer was not able to run, so it didn't get any speed and a stall error was displayed on the console. In order to determine the cause of the device stall, destructive testing was performed, in which the advancer was dismantled, the components inside the advancer were inspected, and there were no damages or irregularities identified. The cause could not be confirmed.

Event description:
It was reported that the device exceeded the set operational speed. The target lesion was located in the right anterior tibial artery. A 1.25mm peripheral rotalink plus was selected for use. During the procedure, the device was making unexpected noises when the pedal was depressed to run the device. Additionally, the device did not appear to be moving as expected inside the vessel on the fluoroscopy. Subsequently, the set operational speed was 176,000 rpm however, the maximum speed reached was at 182,000 rpm. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.